Manufacturer narrative:
Continuation of d10: 383069 lead implanted: (B)(6) 2024, 5076-52 lead implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the a "transmission cannot be sent" message occurred on the remote application indicating the application was busy. The patient attempted to send a manual transmission but was unable to do so. Troubleshooting steps included checking wirelessfidelity and bluetooth connections, which were functioning properly. The patient had pending updates on their phone but could not install them due to insufficient storage. As a result, the patient uninstalled and reinstalled the applications, updated to host tablet version 18.4.1, and used the forgot password option to recover login credentials. Despite these efforts, the code persisted. The resolution involved creating an incident ticket. Further verified that error still persistent now patient had white, gray commands so referred the patient back to the clinic to check the wireless setting because key exchange does not need to be reset, uuid is not locked, verified cellular or wi-fi connection, and still not connecting to the patient's implanted cardiac resynchronization therapy defibrillator (crt-d). The crt-d remains in use. No patient complications have been reported as a result of this event.